Event description:
When the surgeon was using the single prong skin hook, the tip broke off. Surgeon requested another, right when he went to use that hook the same thing happened and the tip broke off.